Event description:
Reportable based on analysis completed on 23may2025 it was reported that during a procedure a farawave catheter was selected for use. However, after the device was inserted, a spline became inverted. Therefore, it was decided to replace the device and issue was resolved. The procedure was completed with no patient complications. Analysis of the returned device revealed that a guidewire was stuck within the catheter.

Manufacturer narrative:
The farawave 2.0 was visually inspected upon return. It was noticed that one of the splines in the distal cage was inverted. Additionally, the device was returned and went through sterilization with an unraveled guidewire inserted. Prior to the removal of the guidewire, the catheter was deployed to basket, and the inverted spline was still visible. The inverted spline was manually pushed back, and the catheter was deployed to flower without abnormalities. Resistance was experienced while removing the guidewire. Tissue and dried blood were noticed on the guidewire once removed from the catheter. Additionally, the spline cage of the catheter was examined under the microscope to look for anything that might cause spline inversion. No damage or defects were noted. Unintended use error caused or contributed to event, it was noted that the catheter was returned with an unraveled guidewire still inserted. Removal of the guidewire revealed some tissue and dried blood on the guidewire.